Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Review of egms showed non sustained right ventricular oversensing. Right ventricular lead damage was suspected. The signals were noted to be consistent with lead noise. Lead impedance was also noted to vary more than normal. The patient did not experience any symptoms due to the event. There was no further noise seen on the transmissions. The physician elected not to perform any intervention. The patient was stable before, during and after the event and would continue to be monitored.